Event description:
The customer reported a false positive result for flu b in the negative control wedge. The test was repeated and again resulted as negative. This was not a pt sample and there was no pt involvement. A voluntary recall has been performed related to the reported lot.

Manufacturer narrative:
The customer did not have any more samples to return. The investigation of the simplexa flu a/b and rsv direct kit (mol2650) suggested that the root cause for the occurrence of false positives (and sub-amplifications) were due to the lot to lot variability of the scorpion primers. To mitigate the occurrence of false positives (and sub-amplifications), focus dx replaced the recombinant taq polymerase used in the mol2651 reaction mix with hot-start taq polymerase and reduced production time following bulk mol2651 formulation to 2 hours. Additionally, focus dx now employs more extensive testing with no template control (ntc) in the qc kit release criteria. These corrective and preventative actions are effective in mitigating the effects posed by the potential lot to lot variability of the scorpions. (B)(4).